Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds and the patient experienced diaphragmatic stimulation during in-office testing. The lead remains in use. The patient is a participant is the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced phrenic nerve stimulation. The lead was partially explanted and replaced.